Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs). It was reported that after implantation and on initiation of support, the cannula was noted to be severely kinked near the motor housing, compromising forward flow. Attempts by the physician to troubleshoot were unsuccessful in resolving the issue. As a result, the impella cp was removed and the patient sent to intensive care unit without mcs. The patient was noted to be in critical condition, and over all outcome is not known.

Manufacturer narrative:
A.4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the impella cp was returned for evaluation. Product damage (cannula kink): a kink in the cannula was observed in the returned product. The cause of product damage (cannula kink) was most likely use issue related since cannula was noted to be severely kinked near the motor housing, compromising forward flow. Low pump flow: cannula kink was noted. The cause of low pump flow was most likely material kink since the cannula was found to be kinked. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6 medical device problem code a140508 added to capture "compromised forward flow" in initial report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.